Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a steady increase in power consumption and estimated flows starting 02-dec-2019, followed by a sudden decrease in power consumption and estimated flows on 18-dec-2019. Additionally, 20 suction alarms were logged since 02-dec-2019 and five low flow alarms were logged on 18-dec-2019. Of note, it was reported by the site that the date recorded in the log files was inaccurate. As a result, the reported high power and low flow events were confirmed. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Internal pathological report revealed no evidence of thrombus within the device. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the reported low flow event and the observed suction alarms event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted for suspicion of vad thrombosis. The vad exhibited an increase in power consumption. The patient experienced hematuria, elevated lactate dehydrogenase (ldh) and sub- therapeutic international normalized ratio (inr). The patient was treated with thrombolytic, but the increased power consumption persisted. The vad also exhibited power consumption below normal. The vad had no flows but had speed and power. The patient was asymptomatic with the no flow. The vad stopped pumping. The vad was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Corrected sections: - b5: desc evt problem: corrected to include additional product malfunction exhibited. - h6 patient codes (ime/annex e), device codes (fdd/annex a), img (annex g) component: corrected to include new annex codes that reflect the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) exhibited several suction alarms.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Corrected sections: - h10 addt manufacturer for MDR: corrected the product event summary to include the reported event for adverse event and malfunction. Product event summary: ventricular assist device (vad) (B)(6) was returned for evaluation. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a steady increase in power consumption and estimated flows starting 02-dec-2019, followed by a sudden decrease in power consumption and estimated flows on 18-dec-2019. Additionally, 20 suction alarms were logged since 02-dec-2019 and 5 low flow alarms were logged on 18-dec-2019. Of note, it was reported by the site that the date recorded in the log files was inaccurate. As a result, the reported high power, low flow, and suction events were confirmed. Failure analysis of the returned pump revealed that the device passed functional testing. Visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an e xternal factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from specifications. Internal pathological report revealed no evidence of thrombus within the device. Information provided by the site indicated that the vad patient was admitted for suspicion of vad thrombosis. The patient experienced hematuria, elevated lactate dehydrogenase (ldh) and sub- therapeutic international normalized ratio (inr). The patient was treated with thrombolytic, but the increased power consumption persisted. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar high-power events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the reported low flow/suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.